Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged a sore throat, bubbles in each eye, and blood in his urine while using the device. Patient also alleged that he will need a kidney test and CT scan. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. In the original report.